Event description:
During the ablation portion of the case when dr. Went to ablate the catheter, images would disappear from the screen about 9 to 10 seconds into the ablation. Team tried to troubleshoot issue, but the issue persisted. Call placed to company for assistance. Equipment was removed from room; no harm to patient and procedure was finished without incident. 3d cardio mapping lost images during procedure. Device is under contract with biosense webster. Biosense replaced major parts, testing was completed by field service engineer. No further action required by biomed.